Manufacturer narrative:
It was reported that a communication failure occurred during kineverif test. A DHR review and a compliant history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of the error is a known design defect. (B)(4).

Event description:
The field service engineer (fse) was performing the preventative maintenance (pm) at spectrum health on (B)(6) 2019 for br18075. During the kineverif test, the fse heard an audible click noise and a disconnection from the robot arm. The fse had just finished the pointer probe portion of the test, and was successful. The kineverif software was restarted and the rest of the test was performed successfully. The disconnection seemed to happen randomly. This occurred during the pm, so there was no patient involvement and no delay.